Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side rupture, generalized illness and chest injury. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old patient underwent unspecified breast augmentation with 275cc mentor memorygel breast implant on the right side, and with 325cc mentor memorygel breast implant on the left side and experienced bilateral breast implant rupture and generalized illness symptoms including brain fog, fatigure, hair falling out, tremor in hands, weight gain. As a result, the devices were explanted on (B)(6) 2017. On december 11, 2020, mentor received additional clarifying information that the patient was involved in a car accident and experienced bilateral chest injury. Also, that the patient was caucasian and (B)(6) at the time of event. This report is for the patient¿s left-sided device.